Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have a safety clamp out of calibration. No additional information is available.

Manufacturer narrative:
(B)(4). This is an ancillary service event opened during onsite investigation of (B)(4). The root cause of the safety clamp being out of calibration is unknown. To correct the condition, the safety clamp shim was replaced and the clamp was calibrated. The device was serviced and restored to a good working condition. If additional relevant information is received, a follow up MDR will be sent.